Event description:
It was reported that the ilet charger did not function as indicated by no green light when connected to multiple outlets, while the ilet itself charged successfully using an alternate charger. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped after troubleshooting and education were completed. Customer care provided user troubleshooting confirming outlet changes and device substitution with a known-good charger. Investigation of this case revealed a malfunction of the charging accessory consistent with a defective charger component, with no alarms generated by the ilet device. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.